Event description:
Reportedly, during the follow-up performed on (B)(6) 2017, the warning "[27] the device was re-initialized 1 time" was displayed. Preliminary analysis showed that the reset of the ICD was most likely attributable to an esd (electrostatic discharge) that could have occurred at implantation.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, during the follow-up performed on 11 october 2017, the warning "[27] the device was re-initialized 1 time" was displayed. Preliminary analysis showed that the reset of the ICD was most likely attributable to an esd (electrostatic discharge) that could have occurred at implantation.